Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers ramping up or moisture damage on electronic assembly/motor noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has moisture inside the screen and it alarmed button error. The customer explained that he went camping but did not recall the device being exposed to moisture. He stated that he received the alarm and disconnected the device the night before and put it back the morning of the call to give himself a bolus but the numbers on the screen were ramping and the button error alarm occurred again. Blood glucose value was 307 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.